Event description:
It was reported that this pacemaker recorded a code 1003, a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service and no adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received; the device was explanted.